Event description:
During a service call for a v.a.c. Therapy unit, it was reported that a pt on anticoagulant therapy being treated for a surgical knee joint wound would not continue on v.a.c. Therapy due to bleeding.